Event description:
Same pt as MFR 6000093-2006-00731, 210 days ost index procedure the pt experienced a myocardial infarction (mi), a stent thrombosis (st), and underwen a target vessel reintervention (tvr) to the mid lad. The index procedure treated two target lesions. Target lesion 1 was a mildly tortuous de novo, 3.9 mm vessel diameter, 90% stenosed region of the distal cx. The lesion was 9 mm in length. The physician direct stented the lesion, using one taxus express2 8.8% 3.5 x 12 mm drug eluting stent without complication. The residual stenosis was 0% post deployment. Target lesion 2 was a de novo, totally occluded portion of the mid lad. The lesion was 2.9 mm in width, and 30 mm in length. The physician pre-dilated the lesion before placing one taxus express2 8.8% 2.75 x 32 mm drug eluting stent without complication. Residual stenosis was 0% afer deployment. The pt was discharged one day later receiving aspirin and plavix. The site reported that the pt experienced a q-wave mi, a st and underwent the tvr 210 days post index. The st and mi were resolved one day later after a plain old balloon angioplasty (poba) for in-stent restenosis of the mid lad (target lesion 2) was performed. In the opinion of the physician, there was a probable relationship between the taxus stent and the st. In the opinion of the physician, there was a probably relationship between the taxus stent, the mi, and target vessel. In the opinion of the physician there was also a probably relationship between the taxus stent and the tvr. The pt was discharged on day 212 with all events being resolved.